Event description:
On (B)(6) 2012, the patient contacted animas and stated that a month ago; the up arrow keypad button required hard presses to elicit a response and was progressively getting worse. It was noted that the patient expressed concerned that the up arrow button may have been sticking. The up arrow and ok keypad button symbols were reportedly worn. The patient denied that the pump was damaged and denied that the pump was exposed to moisture. The patient reportedly wore the pump in a pump skin attached to her belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast, down arrow and ok keypad buttons were responsive. None of the keypad buttons had normal spring back or click. The up arrow button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.